Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 device keeps turning itself off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Investigation found the battery charge status was not correctly reported, which causes the device to shut down with a low battery alarm. The issue was due to an instrument board component failure. Additional information: e1, customer phone number added. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 device keeps turning itself off. No patient impact or consequences were reported.